Manufacturer narrative:
(B)(4). Date sent: 12/3/2021. D4: batch#: v94e82. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was found that the er420 device jaws were in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing the device, the remaining sixteen clips were ejected due to the condition of the jaws. Finally, the instrument was locked out as intended. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the yielded jaws may be due to the device being closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications before shipment. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was deployed properly at the first firing, but after the device was released, the second clip fell off from the jaws and it was retrieved. The third clip was fed into the jaws, but no clicking sound was heard. It was not formed and fell off from the jaws. At the fourth firing, scissoring occurred. The device was used on the ¿cystic artery. No bleeding or no damage of the target tissue was observed. A hem-o-lok (teleflex) hemoclip was used to complete the case. There were no adverse consequences to the patient and the patient¿s condition was stable on postoperative day zero. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.